Event description:
Reload was defective inside the package. Cannot be used. No patient consequence as it hadn't been used.

Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received with an opened package and unfired, with the reload body damaged and the reload pan bent. Also, 9 double drivers were noted to be out of position. No functional test was performed due to the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number (B)(6), and no non-conformances were identified.